Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio also observed that the device was unable to power on. Physio determined that the internal hybrid layer capacitor (hlc) batteries had become depleted which caused the reported issue; however the cause could not be determined.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.